Event description:
It was reported that (1) device was used during a mastectomy. It was reported by the affiliate that the hc145 instrument was used. Incomplete info was provided. Awaiting completed checklist from affiliate. The device was discarded. 07/15/1999 message from affiliate. A prominent breastsurgeon, who performs 6-7 breast surgeries per week, tried hc145 in a mastectomy case and it went very well, with excellent hemostasis despite taking approx 50 min longer than his usual case. He was pleased with the performance and was willing to start a trial. A day or two after the surgery, the patient's breast became necrotic (turned light brown/gray in color) and needed to go into surgery for grafting. The surgeon never had this happen before with diathermy and is really concerned. The patient is still in the hospital due to "phychological" reasons, and the surgeon isn't willing to try hs again.